Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
It was reported that the customer was experiencing high blood glucose, and the infusion device was sending only beep sounds without some error or alert message on display. Patient was taken to hospital, and without using pump, condition improved. Product cannot be returned due to custom and legal issues in (B)(6).